Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had several inappropriately stored episodes of supra ventricular tachycardia (svt) that were actually pacemaker mediated tachycardia (pmt). Additionally, an inappropriate atrial tachycardia response (atr) was stored due to oversensing of noise on the ventricular channel, which caused inhibition of pacing. No adverse patient effects were observed. All lead measurements were within normal limits and the patient did not recall being near any electro-magnetic interference (emi). New information became available, that this device was explanted for normal battery depletion unrelated to the initial clinical observations previously reported.

Manufacturer narrative:
Technical services discussed further monitoring of the lead. At this time, no additional information is available. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.